Event description:
It was reported that the asymptomatic patient presented in the clinic. The inhibition of pacing was noted on the implantable cardioverter defibrillator. Upon interrogation, the device exhibited low level and high frequency noise. The device was reprogrammed and the patient remained stable.